Event description:
Tubing allegedly keeps coming off the compressor fitting at 50 psi after running 30 to 40 minutes. Tubing has allegedly been changed out several times. No injury alleged.

Manufacturer narrative:
Added run time of 30 to 40 minutes. Add'l info from the importer report: pressure tubing and accessories to deliver pressurized medical gases. (B)(4): no RMA has been initiated for this issue, model irc607 50 psi compressor serial number/date code (B)(4) has an unk age. The user manual part# 636960 rev d (7/00) was issued with this device. It is unk if the consumer has fully read and understands the user manual documentation provides warning, cautions, and the instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they could contact invacare. The consumer' medical condition, stability and medication regimen are unk. The consumer's age, height and weight are unk. The consumer's technique while using the device is unk.